Manufacturer narrative:
Intuitive surgical inc. (Isi) received the psm involved with this complaint and completed the investigations. Failure analysis investigations confirmed the reported issue with the psm. The psm also failed the weighted brake drop test. This complaint is being reported due to the patient side manipulator arm failing the weighted brake drop test during failure analysis. Although this was found during preventative maintenance and no patient involvement occurred, if the malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
During the preventative maintenance of a da vinci s surgical system by an intuitive surgical inc. Representative, the patient side manipulator (psm) was replaced because it had failed the friction test along with the viscous drag friction test. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instrument.